Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash where the garment clasps together. There was no alleged device malfunction contributing to the irritation. Patient reported that his physician advised him to use unscented water based lotion on the skin irritation. Outcome of the skin irritation is unknown.